Event description:
It was reported the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, adequate coverage was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.